Event description:
On january 06, 2021, december 07, 2020, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc.) Received a complaint regarding airis ii MRI systems. The site reported that a patient received a scan for her elbow on (B)(6) 2020. The patient called the site on december 4th, to report that she had received a burn similar to a sunburn on her back and both arms and has visited the urgent care. The site asked what portion of the arms were burned but the patient did not divulge the information. The patient also did not provide pictures of the burn when asked by the site nor did she revisit the site for physician to check her burns. The patient also did not provide information on whether she received treatment for the burn injury. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.